Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a coronary interventional procedure. Reportedly, a suture break occurred. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of a suture break was not confirmed. Inspection of the device indicated that the anterior cuff successfully captured the needle during the plunger deployment, but the link broke at the swage end of the posterior cuff during the needle plunger retraction which subsequently resulted in a failure to retrieve the suture and could appear very similar to a suture break. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non conforming material reports or exceptions that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar reported incidents for detachment of device component for this lot. Based on the information reviewed, there is no indication of a product deficiency.